Event description:
During the af ablation procedure, it was noted that the following message was displayed: "this catheter was intended for single use only." The catheter was never used and not reprocessed. The catheter was exchanged and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
(B)(4). The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.